Manufacturer narrative:
Background information: sunrise wheelchairs have the inherent risk of tip-over or falls that are dependent upon environmental factors such as obstacles, slopes, loose ground, etc. All wheelchairs retain a risk of tip-over or falls due to the very nature of how they are designed for customer requirements. They provide a seated position for end users with the addition of mobility assistance. These two factors, taken into consideration, add an element of risk for tip-over or falls during any daily activities. While sunrise wheelchairs have been designed, manufactured, and assembled to be as safe as possible, it is impossible to remove all risks of tip-overs/falls and still provide the benefits of wheeled mobility assistance to end users. Therefore, tip-overs/falls due to non-malfunction of the wheelchair are not reportable events as there is no malfunction due to design, manufacture, or assembly of the product. These types of falls (or injuries suffered) are purely accidental and are not attributable to the wheelchair. Discussion: sunrise wheelchairs are configured to specific movement and speed profiles based on the end user's requirements. Wheelchair dealers/providers are expected to provide wheelchairs configured to end user requirements based on their knowledge of the end user's condition and capabilities. These profiles are configured from the manufacturer as specified by the dealer's movement specialist(s). The standard factory settings are fully configurable by the dealers upon delivery of the wheelchair to the end user. Sunrise medical has no knowledge of the end users' specific needs and requires the dealers to configure the movement and speed profiles to fit the end users' needs. Unintended motion, not due to product malfunction, are not design, manufacturing, or assembly errors that may contribute to injury. Therefore, these types of reports are not reportable events unless a serious injury has occurred when incidents will be reported as serious injury without malfunction. Conclusion: evaluation of returned component was determined to be operating to specifications. Sunrise was unable to reproduce the reported malfunction. While cuts and scrapes are not considered a serious injury, due to the malfunction and the chair tipping over, it is likely that this malfunction, should it recur, could result in a serious injury. Therefore, this incident meets the requirements for a reportable event. This incident is being reported as a malfunction with potential serious injury through the FDA's medwatch program. Additional information: this complaint has been re-reviewed as a part of a four-year retrospective review and remediation effort based on enhancements made to the company's complaint handling and adverse event reporting processes. A legal consulting firm was consulted for the retrospective review. This MDR is being filed based on the outcome of that retrospective review.

Event description:
Dealer reported that the chair spun to the right and flipped over onto its left side resulting in scratches on the end users leg and arm. In addition the end user claims his vision is not what it was prior to the incident. Although no head injuries were reported.